Event description:
A physician reports implanting the crystalens and at the one day postoperative visit, a small brown ring was observed in the optical zone. The ring was described as inside the lens rather than on the lens surface. The lens was subsequently explanted, however, the reason for the explant is unk at this time.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported event.